Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and was hospitalized due to hyperglycemia on (B)(6) 2018. The customer reported that she had high blood glucose levels of 33.3 mmol/l and had issues with infusion set. It was reported that the customer had current blood glucose levels of 12 mmol/l. The customer reported no symptoms related to the high blood glucose levels. The customer stated that the significant events leading to the hospitalization was that the infusion set was not working. The customer was treated with manual injections. The customer was fine at the time of call. Troubleshooting was performed. The customer was able to complete the carelink report and declined to check for the settings on insulin pump. The customer was advised that insulin pump is designed to trigger an alarm if there is a blockage preventing flow of the insulin. The customer was advised that the infusion set will be replaced out. Product is not expected to return for analysis. Additional device related incidents: infusion set (308762762); reservoir (308762783).

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.